Event description:
On (B)(6) 2018, primary care dept went to retrieve a covidien magellan hypodermic safety needle 25gx 1" and witnessed a fly inside the individual needle package. Product was not used. Needle removed from area. Needles with same lot removed from primary care areas and uc. Needles were returned to supply chain.